Event description:
The customer reported that the alarm does not sound when pressure is off the pad when tested with new batteries and a new sensor pad. The customer did not provide the specific date this issue was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Results: initial evaluation of the returned product found that the unit did not power on with batteries or an alternate power supply. Further inspection found that the alarm powers on but has no alarm tone. The nurse call light did not come on when weight is off the sensor pad. There were no physical damages observed to the unit. (B)(4).